Event description:
Allegedly, the patient presented with pain and elevated cobalt and chromium levels. The device failed due to corrosion at the neck-stem junction. At revision surgery, it was discovered that the device failed due to corrosion of the oblong taper of the profemur cocr modular neck and the doctor identified in the diagnoses preoperative of the revision surgery 'painful left total hip arthoplasty with metallosis.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.